Event description:
On (B)(6) 2012, pt reported being pushed in a pool and the infusion device powered off and now will not come back on. Pt stated he did not receive any battery warning. Pt reported he has tried a new battery and still there is no power to the device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
Product was received on (B)(4) 2013. The soft components of the housing are worn down heavily. Therefore moisture enters the insulin pump and destroys the pump electronics. The problem mentioned by the customer is related to careless handling of the product.